Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was absence of alarm on the insulin pump. The customer's blood glucose level was 202 mg/dl. The customer reported the insulin pump also had hardware low level failure alarm after self test. The customer reported that the self test was passed. The insulin pump will not be returned for analysis.